Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" any "system fault 39" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.